Event description:
It was reported to philips that the measurement panel is damaged. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) found the measurement panel damaged. The measurement panel needs to be replaced. Upon conclusion of the evaluation, it was determined that the measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.